Event description:
Reportedly, during the in-clinic followup of several alizea devices, a connection bip can be here, but the screen remains black. The associated cpr4 head was tested with another tablet without issue.

Manufacturer narrative:
Review of the provided data confirmed the reported event: on 9 january 2025, during device interrogation with a smarttouch tablet, a bluetooth communication with a pacemaker device was initiated by the user. The bluetooth adapter (of the st tablet) was not responding. The st modules software automatically reset several times the bluetooth adapter without success. Nevertheless, the st modules software launched the bluetooth communication (the communication bip was present), but as the bluetooth adapter was not responding, the bluetooth session was unsuccessful (the screen remains black). A correction of this software issue is currently being contemplated in order to prevent the recurrence of such behavior. The subject tablet followed the normal workflow of repair and returned to the field. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during the in-clinic followup of several alizea devices, a connection bip can be hear, but the screen remains black. The associated cpr4 head was tested with another tablet without issue.